Event description:
New giraffe omnibeds heater door is broken when less than a year old. Out of 15 newly purchased, 5 have had the same failure. (B)(4). Manufacturer response for incubator, neonatal, giraffe omnibed carestation (per site reporter): requires a po to look at it.

Event description:
New giraffe omnibeds heater door is broken when less than a year old. Out of 15 newly purchased, 5 have had the same failure. Serial numbers and ticket numbers are: [s/n and ticket # redacted]. Manufacturer response for incubator, neonatal, giraffe omnibed carestation (per site reporter) requires a po to look at it.